Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: residual insulin remaining in the cartridge is unusable.

Event description:
It was reported that occlusion alarms occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Reportedly, customer had removed insulin from previous cartridge and load it into the current cartridge. A cartridge change was performed resolving the occlusion. There was no adverse impact to customer¿s blood glucose level.